Event description:
The patient reported that his father found him unconscious in 2009, and the patient was given a glucagon injection. After 20 minutes, the patient was awake and the ambulance was called. The patient was not transported to the hospital. His blood glucose measured 28.6 mmol/l (515 mg/dl). His normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). The week prior to the incident, the patient's blood glucose ranged from 2.1-26 mmol/l (38-468 mg/dl). No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.